Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact on the customer's blood glucose level. The issue was identified by a malfunction code, which was resettable, and technical support provided assistance with resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reoccurred. The customer acknowledged and understood the instructions given.